Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that an inaccurate fill estimate reading occurred. Customer's blood glucose level was 347 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and declined to provide additional information and further troubleshooting with tandem technical support.